Manufacturer narrative:
(B)(4). Although the suspected device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a flexiva 1000 laser fiber was used during a litholapaxy procedure in the bladder performed on (B)(6) 2015. Reportedly, the laser unit used was a lumenis 100w holmium console. According to the complainant, during the procedure, the bladder was irrigated and the laser fiber had to be removed from the patient. As the device was about to be reinserted, the fiber broke into two while still in the physician's hands. A second flexiva 1000 laser fiber was used and the procedure was successfully completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.